Manufacturer narrative:
A ge service rep performed an on site investigation. The malfunction was verified. It was determined that the camera focus screw was loose. The camera was brought into focus and adjusted and the screw tightened. The system was tested and found to be working as intended and placed back into service.

Event description:
It was reported that the system 6600 would not focus on a side image. There was no adverse pt involvement reported. There was no pt info reported.